Event description:
It was reported that the patient underwent an ipg replacement procedure due to an unknown reason. Additional information was received that the ipg was replaced due to patients preference not to charge. No device malfunction was suspected. The patient was doing well postoperatively and the explanted ipg was kept by the medical facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient underwent an ipg replacement procedure due to an unknown reason.